Manufacturer narrative:
This MDR serves as a correction: the event date has been updated to june 20, 2025. It was reported that the IV set was not being returned. As a result, further functional testing could not be performed. No additional patient or user harm has been reported at this time. Reference to complaint #: (B)(4).

Event description:
Intuvie received a report indicating the presence of foreign matter within the IV tubing set. There was no patient involvement reported.

Manufacturer narrative:
Intuvie received a re a review of the device's serial number history revealed no similar complaints. The device was not returned. The failure mode was not confirmed and the probable cause remains undetermined. The investigation remains ongoing. Reference to complaint numbers: (B)(4).